Event description:
Customer reported her insulin pump was not responding while she was attempting to rewind. She also stated she was unable to esc from menus or navigate through the insulin pump. The customer also reported dropping the insulin pump two weeks prior and that the display had gone blank. The customer's blood glucose was 154 mg/dl. The customer also stated there was a tiny crack on the side of the reservoir window. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Pump received with no button response due to unlocked j2 lcd connector on lcd board. No blank display noted. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube near reservoir tube window.